Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa treatment started 2013. On 09 june 2020 it was reported that on (B)(6) 2020 the patient experienced bleeding from the rectum and abdominal pain. The hospital did a gastro and colon examination, and based on the examination it was concluded that the intestinal tube that had made a rift (scratch/a small fissure) in the intestine. It is unknown how long the patient had the intestinal tube but it is confirmed that the tube has been replaced since initiation in 2013. After duodopa was discontinued and the tube removed, the patient received 5 bags of blood, 2 bags of plasma and IV antibiotics penicillin and gentamicin. Patient also received oral anti-parkinson medication. The patient received another 5 bags of blood in the start of february. New j-tube was placed around (B)(6) 2020 and duodopa was re-started (B)(6) 2020.